Manufacturer narrative:
Based on the results of the investigation, the reportable malfunction was likely caused by damage or deterioration of parts, as a result of wear and tear without any design or manufacturing issues. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was found that bronchovideoscope had a leak inside the biopsy channel, due to tear marks inside the channel walls. There was no patient involved.